Event description:
During an acute mi, the physician placed the wire across the lesion and inserted the x-sizer. During the procedure the device became stuck on the wire and the wire fractured on the tip. This was follow-up by using a snare to retrieve the fracture wire tip.